Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01637 - 1221359-2022-01641.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card for multiple patients with one lot performed on (B)(6) 2022 this MFR. Report addresses patient one of five. The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2022 on a kit swab nasal sample. Confirmation testing via an unknown pcr platform performed on (B)(6) 2022 generated negative results. The customer stated the patient was symptomatic and the symptoms started (B)(6) 2022. Per the customer, the patient had previously tested positive for covid-19 on (B)(6) 2021. The patient was quarantined. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171658 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 171658 and test base part number 195-430h / lot 166050. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171658 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.